Event description:
It was reported that at a scheduled follow-up, unstable/high pacing impedances and oversensing was observed. The lead to device connection was checked, with pacing impedance again becoming stable. Ten days later, the impedance again became unstable, and manipulation of the device in the pocket showed noise on the egm. Both the device and lead were explanted and replaced. Additional information was received indicating lead fracture. No patient complications were reported as a result of this event, and the patient status was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Proximal segment returned for analysis.